Event description:
It was reported that the incident happened in the recovery room. The guidewire was introduced via the needle hub. The needle was then removed and the catheter inserted. Once the catheter was in place, the surgeon tried to remove the guidewire, but it resisted and stretched. The guidewire was eventually removed, but was severed into two pieces and showed some lengths that were quite stretched. There were no consequences on the pt.

Manufacturer narrative:
Complaint no. (B)(4).